Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the ratio pump assembly, a valve, the modulat chemistry (mc) sample probe, and a wash collar. The flowcell was inspected. The system was calibrated and returned to service. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) results for 4 patient samples. The erroneous results were not reported out of the lab. There were no changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that this has been an ongoing problem.